Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is meant by device misfired? Were any blood products given to the patient? How was bleeding controlled? How was case completed? Was there any change to procedure or post-op patient care? What is current status of patient?

Event description:
It was reported that during a robotic distal pancreatectomy procedure, the device misfired. The device cut the vessel and there was about 1l of blood loss. The surgeon commented that they came close to opening, the patient to repair the cut. It was not known how the case was completed. The patient was reported as doing fine at the time of this report.

Manufacturer narrative:
(B)(4). Additional information: jaws. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.